Event description:
It was reported that (1) er420 was used during a laparoscopic sigmoid colon resection procedure. It was reported by the rep that when using the clip applier intraoperatively, the clips would not close. It worked for the first eight clips or so. When the handle was squeezed, the clip would eject in the open form. A new clip applier was opened to completed the case. There was no consequence to the pt.